Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was most likely patient movement since the bleeding appeared shortly after the patient was transferred from the operating room to the bed.

Event description:
The complainant reported a female patient of an unknown age and gender in a cardiology/ablation was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced bleeding shortly after the patient was transferred from the operating room to the bed. The bleeding was briefly brought under control with the help of a femstop but was also treated surgically afterwards. Therefore, the pump was explanted and replaced with an impella 5.5. The patient is still on support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿